Manufacturer narrative:
The returned leads were thoroughly analyzed. During the analysis of the linox lead, fraying of the insulation in the proximal area, as well as damage to the coating of the rope conductor to the ring electrode and to the rv shock coil at just that site were noted. This damage manifestation must with high probability be regarded as the cause for the clinical complaint of the linox lead. The observed damage manifestation indicates significant mechanical stress during the operation time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing errors for either the kentrox or the linox lead.

Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about eleven months, oversensing was reported. The associated lead had been deactivated on (B)(6) 2011 because of oversensing, but was left in the pt at that time. No deterioration in the pt's state of health was reported. Both leads were explanted and returned for analysis.